Event description:
Patient came in from surgery, placed on vent upon arrival. Vent said "connect patient" even though patient was connected to vent. Bagged patient with o2 plugged into wall outlet. Removed heat and moisture exchange (hme), turned vent off and back on, tried to reconnect patient. Still read "connect patient." Patient's spo2 dropped to 90%. Positive end-expiratory pressure (peep) valve added to bag. Patient's spo2 stable. New vent set up, old vent tagged and sent to biomed.